Manufacturer narrative:
Date received by manufacturer (mo/day/yr); corrected data, initial MDR inadvertently submitted incorrect aware date. Submitted as 04/22/2019 but should have been 04/23/2019.

Event description:
Additional information was received from the neurologist office indicating that the patient's seizure increase was the result of medication non-compliance. It was stated that the patient is more stable now. An implant card was also received indicating the patient had his generator replaced. The replacement was stated to have been prophylactic. The explanted device was discarded. No additional relevant information has been received to date.

Event description:
It was reported that the patient was scheduled for vns replacement due to increase in seizures and battery replacement. Clinic notes indicated that the battery was approaching end of life. No known surgery has occurred to date. No additional or relevant information has been received to date.